Event description:
It was reported the patient's stimulation device was removed due to infection. No dates, patient symptoms or additional information was provided. Additional information has been requested, but was not available on the date of this report.